Event description:
It was reported following scheduled removal of this dialysis catheter, the cuff detached and remained in the patient. No attempt was made to retrieve the detached portion of the cuff. The physician felt no patient sequelae would result from the detached portion remaining in the patient and no further retrieval was attempted. Another dialysis catheter was not placed as treatment with a dialysis catheter was completed at that time. The patient's condition is good. This device was destroyed by the user facility. Therefore no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Patient anatomy and/or user technique during catheter removal may have contributed to this event. However, company is unable to determine the exact cause for this event. Co's directions for use outline appropriate removal techniques, which include: "free the cuff from the tissue prior to removal. After removing the catheter, apply manual pressure to the puncture site to control bleeding... Caution: when removing the catheter, do not use a sharp, jerking motion or undue force; this may tear the catheter".